Event description:
The recipient reportedly experienced pain at the implant site with and without device use. The recipient was prescribed a 10-day course of antibiotics, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
The recipient was reportedly given a steroid and lidocaine injection. The pain initially improved, however, returned. An additional injection may be give. A CT scan revealed no concerns. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly continues to experience pain. The recipient was given a maximum dose of gabapentin. In addition, the recipient was given an infusion of IV lidocaine and ketamine to help manage pain, however, the pain only resolved temporarily. The recipient was diagnosed with minor otitis media and started an antibiotic trial for one month. The recipient's physician removed cerumen from the ears which reduced the recipient's pain. The recipient's pain is not believed to be device related. The recipient continues to use the device when no pain is experienced. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly wearing the device and will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain will be managed by outside sources. The recipient will not be reimplanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section: h.6. Revision surgery is reportedly scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain is reportedly improving. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed tool damage in the silicone overmold on the top and bottom covers, as well as a severed electrode. These anomalies are believed to have occurred during revision surgery. The device passed photographic imagining inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.